Event description:
The reporter is a pt who has been using this product for ten years. A couple of months ago, she got eye infection with the following symptoms: redness, tearing, light sensitivity and blurry vision. She went to dr and was given eye drops which worked and she is fine now. She was aware of the recall.